Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of a remote transmission indicated there were several episodes of non-sustained lead noise due to an unknown origin. The device was reprogrammed and no further issues were reported.